Manufacturer narrative:
Device evaluated by MFR: the xxl was returned for analysis. A visual examination identified inflation media within the balloon which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. A leak test was carried out when liquid was observed to be exiting from the tip of the device. An examination of the balloon material and markerbands identified no issues. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks to the shaft of the device. A leak test identified liquid exiting the tip of the device which is an indication of a breach between the wire lumen and the inflation lumen. It is not possible to identify the exact location of the lumen breach. This type of damage can occur potentially due excessive force being applied when loading the device on to the guidewire. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and in the correct position on the shaft of the device.

Event description:
It was reported that balloon leak occurred. Patient being treated for may thurner. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. During the procedure, when negative pressure was applied, it was noted that the balloon return coming back to the indeflator. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon leak occurred. Patient being treated for may thurner. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. During the procedure, when negative pressure was applied, it was noted that the balloon return coming back to the indeflator. The procedure was completed with another of the same device. No patient complications were reported.